Event description:
There was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e224 occurred due to video defects caused by poor contact of the video connector, and the subject could not be recognized. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of e224 scope communication error (unable to recognize a subject) was confirmed. The inspection of the returned device also revealed faulty cable, faded rear cover, and shipped off packing cap. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k autoclavable camera head received an e224 scope communication error (unable to recognize a subject) during a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.